Manufacturer narrative:
The customer's complaint of a texium bonded syringe leak could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that while giving an ivp of adriamycin (chemo) using a texium bonded syringe, a small amount of drug leaked from texium cap onto the chemo line. The connection seemed secure; however, the clinician removed and reattached the texium bonded syringe to the IV chemo tubing. At the end of the infusion, a leak was noted again at an unspecified location. There was no report of patient or user harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that while giving an ivp of adriamycin (chemo) using a texium bonded syringe, a small amount of drug leaked from texium cap onto the chemo line. The connection seemed secure; however, the clinician removed and reattached the texium bonded syringe to the IV chemo tubing. At the end of the infusion, a leak was noted again at an unspecified location. There was no report of patient or user harm.

Manufacturer narrative:
Concomitant medical products: 1000ml baxter bag ndc (B)(4) lot number y274431 exp dec 19 0.9% sodium chloride. The customer¿s report of a texium leak was confirmed visually but was not able to be replicated during testing. Visual inspection showed traces of red medication at the connection between the texium syringe and the distal smartsite of the mating set, indicating a prior leak. Testing was unable to produce any leaks from the connection between the syringe and the smartsite. The root cause of the customer's report could not be determined.

Event description:
The customer reported that while giving an ivp of adriamycin (chemo) using a texium bonded syringe, a small amount of drug leaked from texium cap onto the chemo line. The connection seemed secure; however, the clinician removed and reattached the texium bonded syringe to the IV chemo tubing. At the end of the infusion, a leak was noted again at an unspecified location. There was no report of patient or user harm.